Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the meter was not returned with the pump. The last basal delivery was on (B)(6) 2014 and the last bolus was delivered on (B)(6) 2013. The black box shows the pump was manually suspended on (B)(6) 2013 13:56 and manually resumed at 23:37. Then manually resumed on (B)(6) 2013 00:29 and manually resumed at 16:34 when deliveries resumed. The total daily dose prior to the event adds up correctly to reflect the users programmed basal rates. Only typical usage observed in alarm history. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: blood glucose (bg) has been high for 3 days, reading "high" on meter. Patient went to the hospital on (B)(6) 2013 and was admitted in diabetic ketoacidosis (dka). A site issue was ruled out. Patient was given a different pump at the hospital and bg came down while on that pump, and with injections from insulin pens. Different insulin was used in the pump and the hospital than with patient's own pump. The patient's insulin vial has been discarded and cannot be checked for expiration date or cloudiness. Review of pump showed no significant alarms and that the settings are as intended. The health care provider requests pump replacement, and patient has alternate delivery method to use. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the dka.